Event description:
It was reported that prior to an unk procedure, the device was opened and removed from packaging. It was noticed that the trocar was bent. Another same like device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.